Manufacturer narrative:
The abbott ambassador reviewed the abbott link logs and observed the liquid level sense (lls) sample aspiration height was different between the first result and second result. The pressure monitoring log did not show atypical aspirations. Further troubleshooting revealed that the 3rd party sysmex glp track was acting unexpectedly after a jam at the track sampling location. When a jam occurs, all samples with scheduled tests at the access point are meant to not be sampled and reposition at the track "test schedule point" for tests to be rescheduled. Occasionally the sample probe still aspirates a sample before being sent to the test schedule point. The lab has implemented a change to their procedure in interim - if the track jams at the sampling point, all cars behind the jammed tube are removed so that this issue cannot reoccur. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent occurrences of discrepant results. Customer complaint data was reviewed and no adverse trends were identified. The architect systems operations manual was reviewed and was found to adequately address the issue. Based on the information within the complaint record, service considered the likely cause to be the 3rd party sysmex glp track. No systemic issue or deficiency of the architect i2000sr analyzer was identified

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2017-00065 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false negative architect total b-hcg result was generated. An initial result of <2 iu/ml was generated. A second test from the same sample generated a result of 626.88 iu/ml. There was no report of impact to patient management.